Event description:
Balloon rupture, no patient injury

Event description:
It was reported to boston scientific corporation that an active cord was used during an endoscopic retrograde cholangiopancreatography procedure on (B)(6), 2009 (patient reported to over (B)(6); weight unknown). According to the complaint, during the procedure, the connector which hooks up to the generator broke. The physician was able to hold the cord in place in order to complete the procedure with this active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
On 1/14/10, customer report was confirmed. Blood was visible underneath balloon. Balloon was found to be ruptured in central area. Balloon was baggy at the site of rupture. Unit is sent to accellent for further evaluation. On 2/2/10 accellent evaluation: the device balloon was visually inspected under 10x magnification, and it is confirmed that the balloon has burst. Visually the edges of the burst are ragged, and there is inconsistent wall thickness in the area that burst. The entire device was visually inspected, and there are two sharp kinks in the device shaft just after the strain relief. Water was introduced through the device lumens and the water flows from where it should. There are no other defects detected. These devices are visually and functionally tested 100% prior to packaging.